Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-jan-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a vizigo and the hemostatic valve leaked. Vizigo valve leaks during purging. Impossible to pass the pentaray inside without twisting one of the legs. Abnormal behavior according to the doctor, also confirmed post-procedure. Action was to change the vizigo. Problem solved. No patient consequence. Ten minute delay. The pentaray used in the procedure will also be sent in the same package for better reproduction of the problem. Additional information was received on 10-dec-2024. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside of the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. They did not use any needle. (Right atrium). Additional information was received on 11-dec-2024. Event description: the valve of the sheath worked badly: it leaked since the beginning of its use. At the second insertion, it was impossible to insert the catheter into the valve. Removal of the sheath and use of another device to complete the procedure. The hemostatic valve leak issue was assessed as MDR reportable. The issue of "impossible to pass the pentaray inside without twisting one of the legs" was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
Correction to the initial report and follow up 3, section h6. Medical device problem code has been updated with the correct coding as two codes should apply to this event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
During internal review on 5-feb-2025, it was identified the incorrect imdrf code was submitted. Section h6. Medical device problem code has been updated with the correct coding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) procedure with a vizigo. Vizigo valve leaks during purging. Impossible to pass the pentaray inside without twisting one of the legs. The device evaluation was completed on 27-jan-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, and functional tests were performed following j&j procedures. Visual analysis revealed that the device was in normal conditions: the hemostatic valve was placed in its original place. A back pressure test was performed, and no issues were observed. No leakage, dislodgement or other failure with the hemostatic valve were observed during the test. Also, a sample catheter (pentaray) was passed through the device: no resistance was encountered. A device history record was performed, and no internal actions related to the reported complaint were identified. The hemostatic valve leakage and the impeded device issues reported by the customer could not be confirmed as the device was returned without detectable damage. No device defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was received on 14-feb-2025 updating the concomitant product of unk_pentaray to pentaray nav eco 7fr, f, 2-6-2. Therefore, updated the d10. Concomitant medical products and therapy dates. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).